Event description:
It was reported that during an atrial fibrillation procedure, a faradrive steerable sheath was selected. The physician advanced the faradrive sheath into the left atrium, then removed the dilator and exchange wire. Subsequently, the sheath was aspirated and flushed appropriately. The physician prepared the farawave catheter and inserted it into the sheath. After advancing the guidewire slightly, approximately 30cc was aspirated from the sheath. Upon initiating a forward flush on the sheath, several air bubbles were observed in the transparent shaft. The physician immediately ceased flushing and resumed aspiration of the sheath. The procedure was completed without any patient complications. The device is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation procedure, a faradrive steerable sheath was selected. The physician advanced the faradrive sheath into the left atrium, then removed the dilator and exchange wire. Subsequently, the sheath was aspirated and flushed appropriately. The physician prepared the farawave catheter and inserted it into the sheath. After advancing the guidewire slightly, approximately 30cc was aspirated from the sheath. Upon initiating a forward flush on the sheath, several air bubbles were observed in the transparent shaft. The physician immediately ceased flushing and resumed aspiration of the sheath. The procedure was completed without any patient complications. The device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was visually inspected, and no abnormalities were observed. The faradrive steerable sheath was leak tested and did not pass leak tests. Microscope inspection found the external valve to be torn by the open slit designed to seal around an inserted device, creating a leak path when something is inserted through the valve.